Event description:
The reporter indicated the surgeon implanted an implantable collamer lens in the patient's left eye (os). The lens will be explanted and exchanged. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Lens not returned.